Event description:
It was reported that the camera head presented a lot of lines of all colors instead of picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "instead of the picture, we see lots of lines of all colors" was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. It was able to determine the following cause of the customer allegation: due to disconnection in cable unit, the endoscopic image cannot be displayed. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented a lot of lines of all colors instead of picture. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.